Event description:
It was reported via trial that approximately 2 years post direct stenting of two xience stents, one in the proximal 1st obtuse marginal artery (p 1stom), and on in the mid right coronary artery (mrca), the patient died. The patient was being contacted for their 2 year follow up. Per a family member, the patient did in their sleep. Cause of death is unk. Although requested there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, direct stenting was performed. It should be noted that the IFU cautions that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.